Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. Based on the evaluation of the returned sample this report is now deemed not reportable. One (1) 6fr angio-seal device was returned to terumo medical corporation for product evaluation. The returned sample included the device packaging, hemostasis sheath, locator, and an unopened foil pouch. The device was visually inspected and found to have been in unused condition with visible signs of blood. The dilator and sheath were returned separate with no damage or issues noted. The foil pouch was returned unopened. The angio-seal device and components were returned for evaluation. No damage or issues were noted on the returned sample. As a result, the complaint could not be confirmed for a kinked sheath. The exact root cause could not be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following reported information: the angio-seal sheath was kinked so they opened another angio-seal device. The second device worked successfully, and the patient left the room in stable condition. There was no blood loss. Additional 05jan2026: patient procedure was y90 treatment. A 6fr. Sheath size was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The kink was noted when the package was opened. A pre-deployment angiogram was performed.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: rt/ supply coordinator. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.